Event description:
Per the clinic, the patient is a non-user due to magnet discomfort. The device was electively explanted on (B)(6) 2024, under general anaesthesia due to non-use. There are no plans to re-implant the patient with a new device as of the date of this report.